Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, because it remains implanted. The investigation is in process and once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report(s): 0001825034 - 2018 - 05436; 0001825034 - 2018 - 05437; 0001825034 - 2018 - 05438; 0001825034 - 2018 - 05439; 0001825034 - 2018 - 05440; 0001825034 - 2018 - 05441; 0001825034 - 2018 - 05442; 0001825034 - 2018 - 05443; 0001825034 - 2018 - 05444; 0001825034 - 2018 - 05445. Remains implanted.

Event description:
It was reported the patient underwent a knee revision 12 months post-implantation. Subsequently, the patient is experiencing pain for an unknown duration. Attempts have been made and no further information has been provided.